Manufacturer narrative:
Follow-up # 1. The test strips involved with this complaint failed testing. The reported issue was confirmed. An additional test was performed on the test strip vial; this test failed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2.the test strips have been returned and further evaluated by product analysis with the following findings: the structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "380 and 420mg/dl" with the subject meter and "104mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.